Event description:
It was reported that the patient underwent an ion lung biopsy procedure and subsequently developed a pneumothorax that required chest tube placement and hospitalization. The target nodule was located along the minor fissure. The procedure was completed as planned without delay. A post-procedure chest x-ray identified the pneumothorax; a chest tube was placed, and the patient was admitted. The pneumothorax resolved, and the patient was discharged home. The patient is currently in stable condition. The pneumothorax was an anticipated complication of the procedure. The physician assessed that the event was not related to the ion system and would likely have occurred with another biopsy modality. The physician also noted that the patient¿s underlying, unspecified comorbidities contributed to the event. No device issue or malfunction was identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.